Manufacturer narrative:
H3, h6: the cori console part number rob00024 s/n (B)(6) use for treatment was returned for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. Because of the "robotic drill cable disconnected" error prior to the "system console is bad" error message, as well as the "system console is bad" error message occurring in the burloading workflow, it is likely that this reported complaint is an occurrence of a known software bug. This error is confirmed to be a software issue that has been corrected in the release of cori-v1.4.3 software. However, the logs necessary to confirm whether this error is an occurrence of a known software bug were not provided. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the cause of the reported complaint could not be confirmed, escalation actions applicable to the scope of the complaint as reported have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The reported incident was assessed from a clinical/medical standpoint: the surgeon completed the procedure by switching to manual instrumentation, with a total delay time of less than 30 minutes. Per the email correspondence with the customer, there was no patient impact. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA investigation to determine if additional actions are required.

Event description:
It was reported that during a cori procedure, they received multiple disconnect errors. The first drill they received the disconnect error and pressed continue and attempted to re-calibrate, but then it gave a "critical error" followed by "console is bad" error. They exited the case and replaced the drill. The second drill started up fine, they were able to do about 20 seconds of cutting, and then received another disconnect error. They pressed continue, re-calibrated, and proceed to do 10 seconds of burring. However, this happened three more times, and the surgeon decided to change to manual procedure and complete the case with standard instrumentation with a delay of fewer than 30 minutes. No other complications were reported.